Manufacturer narrative:
(B)(4). Return of the rx trek catheter and indeflator used during the procedure may have aided in the investigation and determination of the cause. It is possible that the shaft of the catheter was kinked at the guide wire exit notch, contributing to the inability to inflate the balloon. Further manipulation of the catheter in the attempts to inflate the balloon may have contributed to the shaft ultimately separating; however this could not be confirmed. Difficulty inflating the dilatation catheter can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the device, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, accessory device support, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are inspected for damage and leak tested and a sampling of units is destructively tested for proper balloon inflation and deflation. As the product was not returned and the lot number is unknown, the lot history record and a similar incident query for this product could not be reviewed. A conclusive cause for the reported difficulties could not be confirmed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The non-abbott guiding catheter was then removed from the patient and flushed. After flushing of the guide cath, the distal end of the trek came out. The trek had separated at the guide wire exit port. They went back in with the same bmw guidewires and stented the diagonal. There were no adverse patient effects. There was no additional information provided. Dil cath: angiosculpt; guide wire: balance middle weight (x 2); inflation: indeflator; guide cath: guider; stent: xience (x 2). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the trek would not hold pressure with the second inflation and separated in two pieces during removal. Prior to this occurrence, the trek was loaded on a balance middle weight (bmw) guide wire and was first used in the proximal segment of the left anterior descending artery (lad). The trek was inflated to 12 atmospheres with the first inflation. A xience stent was then deployed in the lad. Further down at the ostium of the first diagonal artery, the doctor ballooned with a different balloon on a second bmw guide wire and dilated the lesion with a non-abbott device, but decided that the lesion needed a stent. A second xience was inserted past the diagonal lesion, and the trek was re-inserted in the lad. The doctor had intended to balloon the lad and then planned to pull the xience back to the ostium of the first diagonal to prevent the xience stent from occluding the lad; however, the trek would not inflate. It was thought that the trek ruptured, so negative pressure was pulled on the trek, but there was no blood in the indeflator. A second attempt to inflate the trek was made, but it still would not hold pressure. The doctor moved the trek a little and blood came into the indeflator. It was thought that a balloon rupture was confirmed, so the trek was removed from the guide wire and was found to be separated. The two guide wires with the xience sds were removed from the patient as a single unit to prevent the separated segment of the trek from floating distal in the patient vasculature, but the trek was not found on the guide wire.